Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip had a bulge or molding defect "at the stop/upper end of the syringe". No serious injury or medical intervention was reported.

Manufacturer narrative:
Two 10ml assembled syringes in opened packages were received, confirmed to be from batch #8123900 (p/n 300912). They were visually evaluated. Both syringes had damage to the barrel close to the flange. Device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: the damaged barrel defect is associated with the assembly process. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that bd 10ml syringe luer-lok tip had a bulge or molding defect "at the stop/upper end of the syringe". No serious injury or medical intervention was reported.